Event description:
It was reported by service report that the stretchers brakes were not preventing the wheels from moving. It is unk if there was pt involvement, however, no adverse consequences are reported.